Manufacturer narrative:
Results of investigation: the carefusion factory service center received the suspect component, a 3100a 3-ohm driver assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and found overheat damage on the driver diaphragm, the rubber was melted. Preventative maintenance was performed on the driver assembly and the component meets manufacturer's specifications.

Manufacturer narrative:
(B)(4). Carefusion received the suspect component, a 3100a 3-ohm driver assembly. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the unit overheated and it was later discovered that the rubber boot melted. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a 3100a lower power supply assembly, and evaluated the component. An evaluation of the component did not duplicate the reported issue. The output voltages of the lower power supply were within specifications.